Event description:
The lay user/patient called lifescan (lfs) on april 12, 2008 and alleged that his one touch ultra 2 meter would not power on since the meter was dropped into water. Replacement products have been sent to the patient. The medical affairs specialist is classifying the complaint based on available information, as the patient could not be contacted by phone to obtain additional information. According to the patient, the reported issue started about three weeks before he called lfs. He reported of feeling dizzy and blurry vision sometime after the issue. He denied taking any action or receiving medical intervention due to the reported issue. He was not tested on another device at the time of concern. This complaint is being reported as an adverse event, as the patient claimed about the meter not powering on and later, felt blurry vision and dizziness, symptoms, which can be characteristic for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.